Event description:
Patient reported that the back to back test readings were 175, 125 and 145 mg/dl (34% difference). Tests were done within 10 minutes of each other using separate finger sticks. No symptoms were reported. Control solution test reading was in range. Meter is not cleaned according to product manufacturer's product recommendations. Lfs representative reviewed qc procedures and discussed meter/lab comparisons versus back to back testing. There was no allegation of harm.